Manufacturer narrative:
According to the customer the rollator bolt in the wheel that goes in the frame keeps bending. Wheel on right front. Customer stated he was sitting in it and got up and that's when it happened. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Rollator bolt in wheel that goes in frame keeps bending.